Event description:
Procedure type: unk. According to the reporter: the customer reports that the staples did not close and left the section open; the section was sutured with thread, this was very difficult as the access was distant. There was no blood loss of 250cc or more due to the product problem, surgical time was extended by more than 30 minutes due to the product problem.

Manufacturer narrative:
(B)(4).